Manufacturer narrative:
This event was reported by the patient's legal representation. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with severely symptomatic rectocele, vulvovaginal pruritus, history of lichen sclerosus and stress urinary incontinence. On (B)(6) 2018, she was implanted with an advantage fit blue system device during posterior colporrhaphy, perineorrhaphy, retropubic mid-urethra sling (advantage fit) and cystoscopy, vulvar biopsy and perineal biopsy. The procedures were completed with no complications. On (B)(6) 2021, the patient presented with a three-year history of progressively worsening and bothersome overactive bladder, mixed incontinence, dyspareunia, defecatory dysfunction, mesh complication on vaginal exam with bilateral banding and pain on palpation of the mesh arms. The patient reported continued incontinence after the implant procedure although it did slightly improve her defecatory dysfunction. She also reported overactive bladder symptoms (sensory urgency, daytime frequency, nocturia, and urge incontinence), pelvic pressure and bulging of tissue from the vagina. She was then diagnosed with pelvic pain, dyspareunia, and "complication of other implanted genitourinary mesh, unspecified complication, subsequent encounter." On the same day, she underwent a revision/removal of vaginal sling and cystoscopy. During the procedure, 1 cm segment of sling was excised bilaterally and was sent to pathology. Bilateral urethrolysis was performed with metzenbaum scissors to mobilize the urethra and free up scar tissue. Cystoscopy was also performed and confirmed no injury to the bladder or urethra. The patient tolerated the procedure without complication and was transferred to the recovery room in stable condition. Final pathologic diagnosis of the excised mesh includes foreign body giant cell reaction. On (B)(6) 2018, the patient presented with right ischial tuberosity pain, pulling sensation and with complaint of more urinary leakage than prior to her surgery with urgency. Reportedly, she leaked less if she leant forward and when crossing her legs. She could not get to the bathroom in time and frequently had to go to the bathroom. She was also unable to stop the flow or urine once it started. In addition, she reported that she felt the implant did not help her symptoms. The patient then started a new medication and was advised to have a physical therapy for her pain, but preferred not take a bladder medication as the patient thought her urinary urgency was not that bothersome. In terms of her rectocele, she was no longer feeling bulging.